Manufacturer narrative:
Event date (B)(6) 2018. Report date 18sep18. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a low tidal volume. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04oct2018. Date of manufacturer: 24sep2018. Philip's field service engineer (fse) replaced the flow sensor assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.